Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a diagnostics anomaly was received via remote monitoring system. Patient was asymptomatic. Programming changes were made and the anomaly was resolved.